Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2012 and mesh was implanted. On (B)(6) 2016, the patient underwent a revision surgery due to undisclosed complications. The mesh was surgically removed, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/07/2017 additional information in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following procedure the patient experienced pain and infection.